Manufacturer narrative:
The customer's subsequent investigation determined that the user entering the order into the abacus tpn calculating software inadvertently entered the incorrect calculation, resulting in 10,340 units of heparin in the bag. In addition, it was determined that the verification label along with the associated documentation that is produced with the order of the tpn bag clearly indicated the ingredients (volume of heparin) in the tpn solution; pharmacist and physician verification of the tpn bag failed to identify the incorrectly ordered ingredient. Baxa re-contacted the customer in order to investigate the occurrence further. The day of operation in question's mix check reports and black box data were requested from the facility, however the hospital's dept is unwilling to retrieve the requested data. Although the mix check reports and black box files were not rec'd, an investigation with facility occurred. In the abacus software warning limits are implemented for individual ingredients in order to mitigate the potential for an over-delivery. Setting of the warning limits are guided by baxa but determined and established by the customer. Per the eval, and through customer contact, it was determined that the warning limits prescribed by baxa were disabled by the user facility; thus preventing a warning stop in the compounding process when ingredients are over the recommended dose. Therefore, the safety features resident in the software were not employed. A review of the product hazard analysis (pha) and customer complaint data for abacus was conducted and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha.

Event description:
On 07/27/2007, baxa was notified of an incident, occurring the previous night, which resulted in a pt requiring medical intervention, lab tests, and additional monitoring. The customer reported that while using the abacus tpn calculating software for creating a tpn solution, the incorrect amount of heparin was entered resulting in an over-delivery. The prescription was set for 2.1 units of heparin per volume of bag, however, 110 units/bag volume was ordered, compounded, and delivered. The reported incident was not found until after 5 hrs of infusing the tpn; oozing bodily fluid was seen at the pt's IV sites and abnormal blood pt/ptt levels were reported. The tpn infusion was immediately ceased and the pt was dosed with protamone in order to counter the effects of the heparin. The pt was placed on increased monitoring until their pt/ptt and ffp stats were normal. The customer reports, that the pt did not experience any permanent injury or illness as a result of this issue.